Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:52:40. During night drain cycle five, the patient's ultrafiltration reading was 1593ml, indicating the home patient (hp) drained 1593ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had ultrafiltration reading of 1593ml during the therapy initiated on (B)(6) 2012 23:52:40 night drain cycle 5, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 5 drain was completed on (B)(6) 12 at 09:43 and the user's actual drain volume during cycle 5 was 3832 ml. The actual drain volume of 3832ml is 159.67% of largest prescribed fill volume (lpfv) of 2400ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently being evaluated. A follow-up will be sent when the evaluation is complete.